Manufacturer narrative:
(Plant investigation was pending final approval when details were submitted on the initial submission. After the final investigation was approved on 11/05/2019 there was no change to the previously reported plant investigation and method, result, and conclusion codes)

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Further details pending plant investigation completion.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette while on the ready screen in setup of pd treatment after restarting the cycler to remove the supplies. The patient reported receiving heater bag not detected alarms four times during step three of setup prior to the leak. The patient also reported hearing a grinding loud noise during setup and treatment. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.